Event description:
Information received alleged that the hi/low head section slowly drifts down.

Manufacturer narrative:
Technician found that the hi/low head section drifts down due to the valve being sticky. Replaced the hi/low head down valve to resolve this issue.